Manufacturer narrative:
As reported, during the procedure using the optifix absorbable fixation device, it was observed that the fasteners failed to fixate and broke. The subject device is being returned for evaluation but has not yet been received. Based on the information provided and not having the physical sample to evaluate no conclusions can be made. If/when the sample is returned and evaluated a supplemental MDR will be submitted to document the evaluation results. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during the procedure using the optifix absorbable fixation device, it was observed that the fasteners failed to fixate and broke on the first fire. Reportedly, the first fixation device is damaged. There was no patient injury.